Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. No unexpected failed battery test alarm noted. Pump received with cracked battery tube threads and scratched reservoir tube window.

Event description:
It was reported that the customer had a failed battery test and a blank display on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer changed the battery every saturday for the last two saturdays. Customer received a failed battery test a week after the battery change. Customer stated that this morning the pump completely shut off. The buttons were also unresponsive. Customer has a blank screen and no battery will work. Customer stated that they are using energizer, duracell, and public brand batteries. Customer inserted a new aaa alkaline battery and the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)